Event description:
Reported via china aer database: the hospital reported a malfunction causing a greater than 20% over delivery of tidal volume. There was no report of patient injury.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s. And therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Manufacturer narrative:
No repair information available.